Manufacturer narrative:
(B)(4). Concomitant medical products: dual mobility liner # item 110024464, lot 524570. Unk g7 shell, unk stem, unk femoral head. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner did not seat properly on the shell during a hip surgery. The surgeon found that the screws were not inadequately seated within the screw holes of the cup. After advancing the screws, a third attempt at implantation of the liner was made and appropriate implant seating was successfully achieved. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
No further event information available at the time of this report.